Event description:
Patient with unresectable hcc and cirrhosis received 73.1 mci therasphere via right hepatic artery in 2002. During extended recovery after treatment, patient complained of non-specific pain and was given 2 mg mso4 IV at 16:00 (3 hrs after treatment). By 0200 one day later, pain had resolved and no further treatment was required. Patient did not have complaints of pain prior to receiving therasphere. Due to close timing of this toxicity to therasphere treatment, it is not possible to exclude treatment as a possible cause to this toxicity.